Event description:
It is reported that the pt was revised due to pain and swelling. During the revision surgery it was discovered that the patella trial implant had been left in the pt.

Manufacturer narrative:
Updated info received via photographs of the explanted component. Visual inspection of the returned photograph confirms the explanted component is a nexgen size 35 patella provisional. The provisional states "not for implant". Scratches are noted on the underside of the component near one of the three pegs. Root cause is failure to remove the patellar provisional during the primary procedure. The info provided on this form was previously submitted under mfg report number 1822565-2014-00676.